Event description:
Info received indicates the valve was removed due to regurgitation, as seen on echo. Visual inspection during device retrieval showed no vegetations or visible endocarditis present; however, cuspal tears were noted. The valve was replaced with no additional consequence reported for the pt.